Event description:
Co was notified by the homecare provider (hcp) and plaintiff's attorney of the following info: (1) pt climbed over the side rails of their bed, leaned on top of the c31 and caused the c31 to tip over. (2) pt received 2nd and 3rd degree cold burns to both feet, dry gangrene, amputation of 4th and 5th metatarsal of the right foot, and amputation of gangrenous tissue. (3) pt's spouse received severe cold burns to their foot. (4) hcp evaluated the unit after the incident and stated it was in working order; the c31 was placed back into the field.